Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at unknown doses and concentrations via an implantable infusion pump for intractable spasticity. It was reported that the patient needed to find a doctor to have the pump removed. The consumer reported that the pump wasn't working correctly. It was reported that the patient started noticing issues a few months prior to (B)(6) 2018 because the patient was not getting relief from the medication. A healthcare professional (hcp) did a magnetic resonance imaging scan and it appeared that the placement of the catheter was "pooling in her," and that it "wasn't working at all." The hcp had been turning down the pump since it stopped working. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation: product ID 8780 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that the effectiveness declined. It was noted that the patient was not aware of any environmental/external/patient factors that may have led or contributed to the issue. The patient had magnetic resonance imaging and it looked as though fluid was developing at the pocket site. A catheter revision / replacement occurred on 2018-(B)(6). The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump administered gablofen with concentration 500 mcg/ml at a dose rate of 50 mcg/day. As per the logs provided, gablofen was being administered at a dose rate of 49.96 mcg/day. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but would not be made available. 2018-(B)(6) e1, (rep): additional information was received from a manufacturer's representative (rep). The cause of the liquid pooling in the patient was unknown. The cause of the declined effectiveness was also unknown. A catheter revision was done to alleviate the issue. It was reported that the catheter that was replaced had been discarded. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (con). It was reported that the patient was (B)(6) lbs. A magnetic resonance imaging scan was done to evaluate the patient's chronic low back/leg pain. A fluid collection was visible by the lumbar spine, and it was suspected that this was the misdirected intrathecal medication. It was reported that the intrathecal therapy had not been helpful, but the doctors were still adjusting the dose. The catheter failure was caught by chance. The patient had an upcoming appointment with a neurosurgeon to discuss need to repair or remove the device. The issue had not been resolved at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a cerebrospinal fluid (csf) leak. The csf leak was repaired with "tisseal." It was reported that the catheter and pump were working with no issue. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that the effectiveness declined. It was noted that the patient was not aware of any environmental/external/patient factors that may have led or contributed to the issue. The patient had magnetic resonance imaging and it looked as though fluid was developing at the pocket site. A catheter revision / replacement occurred on (B)(6) 2018. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump administered gablofen with concentration 500 mcg/ml at a dose rate of 50 mcg/day. As per the logs provided, gablofen was being administered at a dose rate of 49.96 mcg/day. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but would not be made available.